Event description:
It was reported that insulin did not exit, and the insulin pump alarmed no delivery during the manual prime. It was stated that numbers were not showing up. The customer stated that she will see her doctor the next day. The customer stated that she does not know the amount of insulin needed to fill the reservoir during the infusion set change. While assisting on changing the reservoir, the customer became confused. The customer stated that she will visit her doctor soon. The customer's glucose reading was 445 mg/dl. Offered to call the paramedics, but the customer declined and stated that she will call her doctor. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.